Manufacturer narrative:
A philips field service engineer (fse) went to the customer site. The engineer determined that the issue was associated with the device requiring profile settings. The customers issue was resolved by performing a configuration change.

Event description:
It was reported the pulse rate alarm changes intermittently. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.